Manufacturer narrative:
The ICD and rv lead remain implanted and in service currently. An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with an increase in the pacing impedance, shock impedance, and pacing threshold measurements. Testing was performed and when the patient pressed his hands together, there was noise on the shock channel. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed the noise is only being observed on the shock channel and that there is no noise on the ventricular channel; thus, no oversensing noted. It was confirmed that the shock impedance measurements have risen up to around 160 ohms but after the delivery of a shock for a spontaneous episode, it then dropped down to around 100 ohms. This is indicative of calcification around a shock electrode causing a build up of ionization. A review of the stored episodes show that the delivered shock have converted the arrhythmias and the delivered shock impedance measurements were 90 ohms, which is normal as the rv lead is programmed in a single coil shock configuration. The pacing impedance and threshold measurements have risen, but they are still in normal range and sensing was still normal as well. Additional troubleshooting was discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was surgically abandoned and successfully replaced. The ICD remains implanted and in service with the new lead. No additional adverse patient effects were reported.